Event description:
It was reported that the device was explanted after implant duration of approximately 135.7 months, due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
In 2009, a response was received as a result of a conversation between the sales rep and the surgeon. Per the response, the surgeon indicated the reason for explant was not device related. The device was explanted after an implant period of 135.7 months due to mitral regurgitation and a valve was implanted as a replacement. This remains reportable per edwards lifesciences procedures. The device is not available for return as it was discarded by the hospital. Four months later, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter was requested. No additional information is available.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, but it was stated that it is not available. A device history record review is currently in process. Device not returned.